Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the front panel has a big spot all over the bottom side of the ventilator and the touch screen is not working when touching any part of it. There was no patient involvement in this incident.

Manufacturer narrative:
Results of investigation: the carefusion factory service department evaluated the suspect faulty front panel and was able to duplicate the reported issue of there being liquid ingress and an inactive touch screen. This event is being addressed through an internal investigation.